Event description:
The customer would like the run data file analyzed to determine a possible cause for the higher than expected white blood cell (wbc) count n the collected platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set was discarded by the customer, therefore is not available for return for evaluation. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.